Event description:
It was reported that during a meniscal root repair procedure, the firstpass mini working end broke inside of the patient knee. The broken part was removed with arthroscopic graspers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states undated images of the device were provided for review and confirm the reported breakage. Although the breakage occurred it was communicated via e-mail that that was no patient harm. The broken piece was retrieved, and the procedure was completed using a back up device. Based on the limited information received the clinical root cause of the reported breakage could not be determined. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the customer provided images shows a firstpass with a detached suture capture. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.